Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported navigation (nav) ring unresponsive. The customer indicated the settings can only be changed by the touchscreen, while the nav ring is unresponsive. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.